Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient experienced vomiting due to the anesthesia from the implant procedure. The vomiting led to a loss of left leg movement due to an epidural hematoma. The physician believes the vomiting tore something, resulting in the epidural hematoma. The device was removed and the patient remains under medical supervision.